Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ 24ga 0.75in y was leaked during use.

Event description:
It was reported that a bd nexiva¿ 24ga 0.75in y was leaked during use.

Manufacturer narrative:
Medical device lot #: 8123701; medical device expiration date: 6/30/2021; device manufacture date: 7/17/2018. Investigation summary: DHR reviews were performed on lot numbers; 8198701 the lot number was built / packaged on nfa line 2 from 19jul2018 thru 25jul2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one qn 200761506 (extension kink/tubing) was initiated during the build of this lot that could impact the outcome of the quality of the product relevant to the defect stated in the pir. Two non-related qn (B)(4) (parameter invalid settings) and (B)(4) (bad seal). 8123701 the lot number was built / packaged on nfa line 2 from 8may2018 through 12may2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Received 62 unused nexiva 24 units in sealed packages from catalog number 383531, lot number 8198701. Also received one unused nexiva 24 unit in a sealed package from catalog number 383531, lot number 8123701. Visual/microscopic evaluation: the wedge, primary septum and the grey canister were installed properly. There were no holes, kinks, splits, or wrinkles observed in any of the catheter tubing or the extension tubing. The extension tubing was adhering to the port walls of the wing adapter and y adapters. Performed a water/air leak test: no leakage observed in any areas of the nexiva units. Conclusion: indeterminate ¿ the returned units did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned representative units.